Event description:
Patient was implanted with two prodisc-l implants in the lower back. Patient claims the implants did not improve the problem, but instead made it worse.

Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.